Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that no telemetry was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.